Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s wife reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 445 mg/dl. The customer was treated with insulin drip in the hospital and also treated with syringe. Customer reported that the insulin pump was under delivering. The customer did experienced symptoms of high blood glucose level such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was wearing the insulin pump during the hospitalization. Customer reported that insulin pump was on auto mode. The insulin pump will not be returned for analysis.